Event description:
A healthcare worker experienced a burn with pain and whitening on the left thumb tip while removing items after a completed cycle. The worker rinsed the contact area under running water and was prescribed a burn ointment by a dermatologist. The symptoms resolved within one day. The vaporizer plate was not in place at the time of event.